Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the flange broke on a tracheostomy tube. The patient's family observed the flange break and reported it to the patient's nurse. Upon observing the reported event, the tracheostomy tube was changed by respiratory therapist. The patient experienced no adverse health outcome. See MFR 2183502-2016-02171 & 2183502-2016-02172.